Manufacturer narrative:
The reported event of back up operation was confirmed. As received, device was in backup operation. Device image showed code corruption caused high transient current that triggered nmi and reverted the device to bvvi. Code corruption was not reproduced and the cause could not be determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was discovered that the pacemaker exhibited backup vvi operation. The device was removed and replaced on (B)(6) 2019. The patient was in stable condition.